Event description:
It was reported that during an lsh, hand activation worked intermittently. The case was completed with original components. No consequence occurred.

Manufacturer narrative:
(B)(4). Info not available, device not returned for analysis.